Event description:
Customer called to report that the backlight will flicker during the easy bolus when pump is in vibrate. Customer's family member also reported that customer was hospitalized for high blood glucose and that physician felt the hospitalization was related to a problem with the pump.